Event description:
It was reported that episodes of non-sustained rv oversensing due to oversensed intrinsic rv events. The patient was asymptomatic. Programming changes were scheduled. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.